Event description:
It was reported that during an atrial fibrillation (afib), the rf parameters (temperature, power, impedance, time, and so on) displayed on the monitor of carto3 were abnormal but the values indicated on rf generator were all normal. For example, the indicated temperature was 1000 degrees celsius on carto but in the stockert was correct. The issue was not resolved by reconnecting cables or rebooting the devices. Since the values indicated on generator were all normal the procedure was carried on successfully without any patient consequence. Upon follow up, bwi received the information on (B)(6) 2013 (which changed the alert date) that confirmed there was ablation being delivered at this incorrect parameters and no error or warning message was displayed.

Manufacturer narrative:
(B)(4). The ep/io was checked and it was found that the ep recording system could not receive many abl data and the issue was resolved by replacing the ep/io, now all abl data could communicate to ep recording system. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.